Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient reported that they did a pump-o-gram in (B)(6) 2015 and they did not put the dilaudid back into the pump. The patient had gone to the ER (emergency room) and that was where they did the pump-o-gram. The patient¿s pump had been alarming and the medicine was not going through it. The patient was told after he woke back up that the pump was ¿broken¿. The patient was given a number for a pain hcp and the patient was told they no longer do pumps. The patient goes to the ER (emergency room) every 2-3 days since april because of the pain and withdrawals. Per the patient the pain and the withdrawals is too much. The patient gets IV¿s and 2-4 mg of dilaudid and then oral meds of dilaudid for a week or less depending. Per the patient the hcp prescribed 100mg of fentanyl patches and dilaudid oral medications in (B)(6). The patient was out of those prescriptions and went back to talk to the surgeon in may and the patient was told they no longer do the pumps and gave the patient a week prescription. On (B)(6) 2015 the patient did not have a managing hcp and believed their pump had been empty for 1-2 months. Per the patient the pump alarms once an hour, the last refill was 6 months. The patient was experiencing flu-like symptoms. The patient was seeking a new hcp as their managing hcp moved out of the country and no one took the pump over. The patient did have a consultation scheduled for (B)(6) for pain management but not for the pump. The patient also had an appointment scheduled for the pump to be removed, but the patient wanted to keep the pump so was looking for an hcp to help the patient keep the pump. The patient stated the pump saved his life and when it¿s not working. The pump was used to deliver dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.